Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the femoral artery and then the iab. After the iab was inserted, the balloon would not inflate. As a result, the md removed the iab and the sheath as one unit. Another iab was prepped, the sheath was inserted over the existing spring wire guide (swg) and then the iab was inserted through the sheath successfully. There was no reported pt death or injury. There were no reported pt complications and the pt outcome is fine.